Event description:
On november 15, 2009, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra meter was reading inaccurately high compared to his feelings and/or normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that in 2009, he obtained an alleged high blood glucose result in the "180 mg/dl" range with the subject meter. In response to the alleged high reading, the patient claimed he took an increased dose of oral medication (2000mg metformin, 10 mg glyburide, and 15mg actos). That afternoon, the patient stated that he became sweaty and developed a "low blood sugar." It is not known if the patient received medical treatment in response to the symptoms. At the time of troubleshooting, the customer care advocate (cca) noted that the patient did not have the correct control solution to test the reported products. Replacement products were sent to the patient. This complaint is being reported because the patient claims he developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.